Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead was fractured. The rv lead exhibited oversensing/noise, high/undefined pacing impedance, and delivered an inappropriate shock. The physician attributed the event to playing golf as the oversensing/noise was reproducible when the patient raised their arms overhead. The rv lead was programmed off and replaced a few days later. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.